Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional later reported "grossly ruptured." Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side no complaint against the device. Healthcare professional, later reported, "grossly ruptured". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed assessed, as fold flow opening. Missing shell assessed, as inconclusive. Additional observations: stress marks are observed, assessed as non-penetrating nick. No further actions are required, as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.